Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and headaches. It was reported that the patient had discomfort in the right implant site and the stimulation stopped working. The patient was turning in bed, or bending over too soon after surgery. The rep ran an impedance check and on 0-2 worked post operation. The rep adjusted the left side to comfort, and a x-ray was ordered to confirm that the leads pulled out of the ins. The rep was awaiting the healthcare provider (hcp) office to confirm. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause if the discomfort at the ins site was that it was confirmed that the lead was still seated in the ins. The lead was possibly compromised. The rep stated that they tested the patient in multiple positions and it always showed 2-7 electrodes > 10 ,000 0-1 never changed and were within normal limits. The patient's discomfort went away when the stimulation was no longer there due to electrode impedance issues. The patient left side works fine, but there is no stimulation on the right side. The patient's lead was revised on 5/15 in the pocket site with an extension as there was too much strain on the lead in the pocket. The lead came right out of the ins. A 20cm extension was added and all electrode impedance's were within normal range. The stimulation was felt for therapeutic relief. No further complications were reported or anticipated.